Event description:
It was reported that this right ventricular (rv) lead exhibited an increase in shock lead impedance measurements reaching out of range. Device data review determined over the course of approximately three months the impedances increased from 85 to 125 ohms. Further troubleshooting is expected at the next follow appointment. This lead remains in service. No adverse patient effects were reported.